Event description:
A customer reported that they observed hemolysis in cell I of 0.8% selectogen lot 8s753. Customer used the product and noted hemolysis in the gel card. Customer reported that no erroneous results were reported. The package insert for 0.8% selectogen states "do not use if marked hemolysis or evidence of contamination is observed." Hemolysis is indicative of a positive result in tests for antibodies to red blood cell antigens. Use of a hemolyzed reagent red blood cell may affect detection of antibody-induced hemolysis. No death or serious injury was associated with this incident. This report corresponds to ortho-clinical diagnostics, inc. Complaint number mxp797797/q70517.